Event description:
Informed by the hemodialysis nurse that dose of IV vancomycin requested by dr. A. Using the IV machine vancomycin infused. Rn states when she went to disconnect IV tubing, end of tubing broke off and was in perma-cath. Dr. B was notified and cath was double clamped using sterile technique. Patient did go to radiology and piece of IV tubing was removed.the IV tubing involved is ID'd and bagged in administrative supervisor's office. New tubing is marked with black magic-marker to indicate part that broke.